Event description:
It was reported that during the xact stenting procedure, in the left internal carotid artery the patient experienced aphasia and right hand weakness, diagnosed as a transient ischemic attack. Symptoms were noted following expansion of the viatrac balloon during post-dilatation. No treatment was provided and the patient's symptoms improved. There is some persistent right sided weakness. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of transient ischemic attack (tia), neurological deficit, and weakness are known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.